Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for an upgrade procedure. It was noted that the right ventricular (rv) lead's helix would not extend once placed in the right ventricle. After several attempts the helix was deployed and appeared stable. Electrical testing was performed, and parameters were normal, but the rv lead subsequently dislodged. The physician noted difficulty getting the rv lead into the right ventricle past existing leads. A decision was made to abort the procedure after the dislodgement given the difficulty of placing another lead. The patient was stable.